Event description:
It was reported that shaft break occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. It was noted that the shaft broke inside the patient's body and was not left. No patient complications were reported.